Event description:
It was reported that this pacemaker logged two signal artifact monitor (sam) events due to oversensing of noisy signals from a procedure. The system was evaluated, and all parameters were normal and stable. The minute ventilation (mv) sensor was reactivated. The device remains in use. No adverse patient effects were reported.